Event description:
Customer reported the left monitor will intermittently go dark while making exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cycled (cleaned) the brightness potentiometer. System operates as intended.